Event description:
It was reported that the patient presented via merlin.net, transmissions showed that the right ventricle lead exhibited under-sensing, which resulted in over-pacing. No intervention was performed. The patient would be further monitored.